Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available. D10. Concomitant medical products 2 x impl swissplus octagon 4. 1mm 14mm, opb14 lot 61866683. G4: premarket identification k002188. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that patient had peri-implantitis at tooth sites 44, 46 and 47 in 2019. Patient was treated with surgical treatment and implantoplasty and implants remained implanted. On 2024, patient had peri-implantitis (B)(4) and implants had to be removed. This report refers to the first perimplantitis reported for dental site 44, 46 and 47 that occured in 2019.